Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient went into heart block post deployment of the valve. Temporary pacer placed immediately, with place for leadless ventricular pacer. The patient is reported to be in stable condition. The perceived root cause of the event is an underlying rhythm disturbance. The patient had sick sinus syndrome. Prior to the procedure the patient had a ventricular lead extracted and a leadless pacer placed in the atrium. The patient will get ventricular leadless pacemaker. The final valve deployment position was 0mm from annulus.